Manufacturer narrative:
The complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. Reported event of gauge reading inaccurately. Investigation results: a visual examination of the complaint device revealed no issues; however, the functional test revealed that the device¿s gauge did not register the correct reading when pressure was applied. Based on the condition of the returned device, the reported defect of gauge reading inaccurate was confirmed. The noted defect likely occurred due to handling of the device or portion of the device without direct patient contact either during shipping, unpacking or preparation of the device for the procedure. This could have led to the gauge receiving a shock causing damage to the internal mechanism of the gauge which would result in the gauge not operating to its specifications. Therefore, the most probable root cause of this complaint is handling damage.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during an esophageal dilatation procedure on (B)(6) 2016. The gauge of the alliance syringe was found to be reading inaccurately, and the needle did not move at all while applying pressure. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.